Manufacturer narrative:
(B)(4). As the transfer set was not returned, a device analysis could not be completed. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were cracks on the light blue main body of a minicap extended life pd transfer set. This was noted during patient use. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.